Event description:
Spontaneous communication from (B)(6), rph at (B)(6) clinic, who advised patient is at the hospital for hickman catheter issues that is needing replaced. Date of admittance/ discharge or length of hospitalization is unknown. Unknown if md aware. No further info/details or dates available. IV remodulin patient. Reported to (B)(6) by health professional.